Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician replaced the main board to address the customer's reported issue and sent the defective component to carefusion for failure analysis. Carefusion was not able to duplicate the reported issue. The main board passed bench testing and the extended run test. Visual inspection found no problems with the main board. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ventilator had an "ln vent1" alarm condition while connected to a patient. There was no patient harm reported.